Event description:
It was reported that an incorrect component with a luer connector was enclosed in the kit, which did not allow the customer to connect it with a mating component. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. Visual inspection found product had a yellow swivel collar, but both connectors of the flat filter were of the lure type. The root cause of the reported issue was found to be that the supplier manufactured and supplied the connector with the lure type flat filter body assembled with the yellow collar. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).